Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump passed the delivery accuracy test at 0.0876 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 325, 215 mg/dl. The customer was treated with the manual injection. The customer alleges insulin pump was under delivering because after the second day of wearing the infusion set her blood glucose goes up. The customer stated that the drive support cap appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The insulin pump will be returned for analysis.